Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 1000mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient went to the emergency room on (B)(6) 2017 because she had heard the pump alarming for about a week. The pump was interrogated and the following error messages were found to have occurred starting on (B)(6) 2017: critical alarm, pump reset, low battery reset, and safe state. The patient was programmed out of minimum rate and backto the dose of 1000mcg/day they were receiving prior to the error messages. The pump was included in the population of pumps that may be affected by battery performance. No patient symptoms were reported. It was reviewed that the patient had been at minimum rate for about a month, and may be sensitive to the high jump in dose. It was additionally reviewed that pump replacement should be considered, and the representative was directed to follow-up with the patient's healthcare provider with the reviewed considerations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-may-25. It was reported that the pump was reprogrammed, but the patient went home and the pump started alarming again. The pump was then replaced on (B)(6) 2017. The cause of the reset was unknown.

Manufacturer narrative:
Analysis of the device found that there was high resistance in the pump battery. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.